Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient said that the said the stimulator was still giving them a ¿zap¿ if they bent over even with the adaptive stimulation turned off. The patient had an appointment scheduled for (B)(6) with their pain physician and the patient requested for a rep to be there to discuss a possible battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the amplitude increased significantly when the patient bent over of got into a car. The patient stated that they had not had any falls. An impedance check showed that impedances were within normal limits. The rep reoriented the ins battery and reprogrammed the adaptive stimulation (as). The rep said that after the ins battery was reoriented and as was reprogrammed the patient bent over and did not have the increased amplitude. However, when the patient left the office and got in the car they had increased amplitude again. The rep then met the patient back at the office and turned off the as. The rep stated that the patient would let them know if they do ok with the as turned off. The rep also noted that they met with the patient on (B)(6) 2018 for a reprogramming just thinking the as needed to be adjusted; the patient then called back and said stimulation was increasing again so the rep met with the patient on (B)(6) 2018 to reorient, reprogram and eventually turn the as off. Additional information was received from the rep reporting that the cause of the increased stimulation was not determined. The rep stated that as of now the issue had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the date of the replacement surgery was unknown, and the device will be returned after that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-10. It was reported that the patient¿s implantable neurostimulator (ins) randomly increases intensity and this occurred about two times per week. The patient¿s husband stated that it was set in 2.8v and the patient had an MRI, but after the MRI, the stim went up to 6v. This issue started one year prior to the report, the cause of the issue was unknown, and an ins replacement was planned. The replacement was postponed because the patient had neck surgery. The factors that might have led to the issue was unknown; impedance values were in normal range and adaptive stim was not activated. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was still receiving the ¿zap¿ even with adaptive stimulation turned off. The patient requested a battery replacement and has consult scheduled for (B)(6), 2018 at 4:30. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family/friend regarding the patient. Family/friend repeated information indicating that the patient's stimulation was occasionally jumping and clarified the amplitude "spikes in voltage". It was reported the patient turned their ins back on from MRI mode and the ins mode jumped up to 6.0 on its own. Family/friend inquired for a health care provider listing.

Manufacturer narrative:
Conclusion code no longer applies, (B)(4) coded in error. If information is provided in the future, a supplemental report will be issued.